Manufacturer narrative:
The customer returned the meter and strips. The retention samples for strip lot number 204048-00 was measured with control solution. There were no abnormalities. The results were all in range. The retention samples of strip lot number 204048-00 and the customer samples from strip lot number 204048-02 were measured on the customer's meter (B)(4) and our reference meter. These were compared to the other laboratory method, cobas c501. It was seen that the sample on the customer's strips showed a higher deviation to the cobas than the retention samples did. It was determined that the root cause was probably from the customer sample being stored incorrectly. It was also noted from the photo of the used strip that it was not completely covered with blood which is incorrect technique.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated she did not trust her accutrend plus meter (serial number (B)(4)) because it always gave her blood glucose values between 5.0 and 5.5. She stated that on (B)(6) 2016, she was at her general practice doctor's office and her accutrend plus showed a value of 5.3. The general practice had a handheld meter that was called a model x-press and a value that was taken at the same time showed a measurement of 9.2. A few minutes later a laboratory sample was taken and the result was 8.4. No units of measurement were provided with these results. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The retention samples for glucose lot 204048-00 was measured with controls. The results showed no abnormalities. All of the results were in range.